Event description:
Foley cath inserted while patient in ed. Pt transferred to ICU. The following day, the foley cath was attempted to be removed and when the rn attempted to remove the saline from the balloon, no liquid or air came out. Urology was consulted and the patient had an us of bladder and then went to interventional radiology for removal of foley. Per the procedure report: "foley balloon was inflated at the beginning of the procedure with complete deflation after removal of liquid. The rn attached a syringe to the balloon port. Able to pull back 12cc of fluid and under fluoroscopic guidance; the balloon was noted to be completely deflated. We then removed the foley catheter under fluoroscopic guidance without any resistance. Fluoroscopic time was 0.1 minutes."